Manufacturer narrative:
There was no adverse reaction or injury experienced during the donation procedure, the donor was reported to have left the center in good health. A haemonetics field service engineer evaluated the suspected device and found there were no faults observed which could negatively impact the donor.

Event description:
On (B)(6) 2018 haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was stopped due to insufficient flow. The pcs®2 plasma collection system collected 173ml of plasma. The cause of death was reported to be an overdose; a copy of the coroner's report was not available at this time.